Manufacturer narrative:
The pump passed the displacement test and self test. Test p-cap and reservoir locked properly into the reservoir compartment. All buttons were tested for their functionality and all passed. No pump error 63 alarms were noted during testing. Successfully downloaded pump history files and traces using thump software. Pump alarmed a pump error 63 alarm (variable #: 15) on the event date of (B)(6)2024 at 05:56:55.000 due to a possible hardware failure. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, scratched case, stained keypad overlay, cracked case (battery tube), and pillowing keypad overlay. Pump error 63 was confirmed due to a hardware failure, problem isolated to the electronic assembly. Unresponsive button was not confirmed during testing. Moisture damage was confirmed found isolated to the battery tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a hardware low level failure (pump error 63) and the keypad/button unresponsive/button error. Troubleshooting was performed . The customer reported no adverse event. The event involved product(s) mmt-1884l. Customer reported receiving a pump alarm. Customer was not able to clearthe alarm.customer reported a keypad anomaly and/or stuck button alarm. Pumpscreen was scrolling without input from user and pump has not beenexposed to altitude change. No harm requiring medical intervention was reported. Mmt-1884l was requested and customer response was the device will be returned.